Manufacturer narrative:
The customer did not return the suspected device for evaluation. Since no product details were provided, the device history record could not be reviewed.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. No product information was available. Therefore, the lot # and expiration date were not captured, and device manufacture date could not be determined.

Event description:
The customer stated that he received the contour next test strips and alleged that the lot # and expiration date were missing from the label of the vial of the test strips. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.